Manufacturer narrative:
Do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) of greater than 500 mg/dl with trace ketones; cause was unknown. Elevated bg was addressed via a manual injection. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. However, customer reported using admalog for insulin therapy. Tandem technical support advised that this was against label. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.